Event description:
It was reported that the pt went through detox. The company rep met with the pt and physician to instruct the assigned doctor how to drain the pump and fill it with saline solution. The device was reprogrammed. The programmer was not replaced. The pt did not have surgery and was no longer having problem with their system. The drug, dosage and concentration were unk. Pt's status was unavailable at the time of this report. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).